Manufacturer narrative:
Correction device code a23 is being used to capture the reportable event of use of device issue. Impact code f19 is being used to capture the reportable event of surgery intervention. B5 has been updated due to correction. Device evaluated with all the available information, boston scientific concludes the reported event was confirmed. Additionally, based on photos provided by the customer it appears that the balloon was observed in the patient anatomy and the balloon is blue in color most likely with methylene blue. The patient reported abdominal pain, ulcer, and perforation, these adverse events are known and documented in the labeling and all reasonable steps have been taken. A labeling review was performed and found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The patient reported blue color urine, and the balloon was observed colored most likely with methylene blue. However, according to the instructions for use IFU, the igb is placed in the stomach and filled with sterile saline. All compiled information on this investigation determines that the most probable cause is known inherent risk of device. Block h6 impact code f2202 is being used to capture the reportable event of endoscopic procedure. Device code e2114 is being used to capture the reportable event of perforation. Impact code f1901 is being used to capture the reportable event of additional surgery.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2025. According to the complainant, the patient reported having intense abdominal pain four days post implant. On (B)(6) 2025 the physician performed an endoscopic procedure where it was discovered the patient has a perforated gastric ulcer and the balloon was removed. The patient underwent an videolaparoscopy with ulcerorrhaphy. It is reported the patient is at home recovering well. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2025. According to the complainant, the patient reported having intense abdominal pain four days post implant. On (B)(6) 2025 the physician performed an endoscopic procedure where it was discovered the patient has a perforated gastric ulcer and the balloon was removed. The patient underwent an videolaparoscopy with ulcerorrhaphy. It is reported the patient is at home recovering well.

Manufacturer narrative:
Block h6 impact code f2202 is being used to capture the reportable event of endoscopic procedure. Device code e2114 is being used to capture the reportable event of perforation. Impact code f1901 is being used to capture the reportable event of additional surgery.